Manufacturer narrative:
This valve was re-assessed for size confirmation. This valve was confirmed to meet size requirements. Additional DHR review was perf ormed. It was concluded that all process parameters were within specification. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that the valve was replaced due to mild paravalvular leak (pvl). No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device availability information updated. Device evaluation status updated. Coding updated product analysis: upon receipt at medtronic's quality laboratory, visual inspection revealed that all leaflets were in the closed position with a gap between the free margins of leaflet 1 and leaflet 3. These same two leaflets were noted to be damaged. This damage was consistent with the explant process. Serrated imprints were present on the outflow aspect of leaflet 2, adjacent to a stent post. These imprints are consistent with tools used during the explant process, such as forceps. The sewing ring was not flat upon receipt. After flattening the ring, the outer diameter was measured to be 28.10mm, which is within the standard range for this product. Conclusion: based on the reported information and the analysis of the explanted product, the reported mild paravalvular leak (pvl) was most likely due to the selected valve size being too large for the patient's annulus. The instructions for use (IFU) instructs physicians to not intentionally oversize a valve for the patient's anatomy. No valve issues aside from damage that occurred during the explant procedure were found. Although there was a gap between the free margins of leaflets 1 and 3, this would not have contributed to pvl, and may have been a result of the damage occurring during the explant procedure which involved the same two leaflets. The valve was found to meet specifications for this product. Although the most likely cause of this event is the valve being too large for the patient, a conclusive cause of the mild paravalvular leak (pvl) cannot be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following the implant of this bioprosthetic valve, paravalvular leak (pvl) was present. The valve was explanted and replaced with a non-medtronic valve. It was reported that the valve might have been over-sized as compared to the annulus. No adverse patient effects were reported.